Event description:
It was reported that the patient presented during clinical follow up. Interrogation noted that the implantable cardioverter defibrillator(ICD) system exhibited high pacing impedance. The ICD was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance measurement was confirmed via reviewing of the device data. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of high impedance could not be reproduced.